Manufacturer narrative:
The mother indicated that the child was alright. Braun consumer services has requested that the device be returned and is awaiting receipt of the device.

Event description:
Braun consumer services was informed on october 5, 2004 about an event which occurred in 2004. Mother reported that she noticed her son on the floor choking, when he was using the cross action power toothbrush to brush his teeth by himself. The mother put her finger into her son's throat to remove the refill. No medical attention was sought. The child had used the product for three weeks.